Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported the patient did not recharge their ipg as recommended. In turn, the patient lost stimulation over time due to their ipg being inoperable. As the result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Device code should be 10 instead of 4117.

Event description:
Follow up information received that the patient underwent surgical intervention in which the ipg was explanted and replaced.